Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 30-40 mg/dl. Suspected cause was due to customer entering the intended amount in the pump for the bolus; however it ended up being too much insulin. Additionally, the customer's personal profile settings needed to be adjusted. Customer drank chocolate milk to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.